Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 24 alarm noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 voltage for 240 consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. The customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.